Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer¿s blood glucose level was over 600 mg/dl. Customer also reported other blood glucose level was 371 mg/dl. The customer was treated with manual injection and dropped down to 181mg/dl. The insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump passed displacement test, rewind test, basic occlusion test, prime test, excessive no delivery test and occlusion test. No excessive no delivery alarms noted. The information provided in concomitant reporting section with the initial report was incorrect. The correct information has been included with this report.